Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained in air/water (a/w)-channel and a/w-cylinder due to reprocessing not be conducted properly since there was leakage from forceps elevator and distal end. Based on the results of the investigation, it is likely that the foreign material/dirt remained in the inside of the light guide (lg) lens due to the lg-lens glue being peeled off from physical stress by hitting/dropping distal end, wear and tear, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material in the air/water tube and the light guide lens had a stain. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, there was foreign material in the air/water tube and the light guide lens had a stain. Additional findings were as follows: due to a crack on distal end, water tightness was lost; air/water cylinder had no color; suction cylinder had no color; because of forceps elevator, guide wire did not rise up at all; due to wear of angle wire, bending in up direction did not meet the standard value; connecting tube had a wrinkle; water tightness of forceps elevator was lost; there was corrosion around forceps elevator; and the universal cord had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.